Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was planned to be returned to olympus medical systems corp. (Omsc), but the device was returned to olympus service operation repair center (sorc) for repair because it was determined that the cause of the reported failure at the user facility was the camera head. Omsc confirmed the buckling of the camera cable from the device inspection result by sorc. Therefore, omsc concluded that the endoscopic image was not displayed because the camera cable was broken due to buckling and communication with the video system center was lost. The instruction manual provides preventive measures against the reported buckling of the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to omsc but has not yet been returned. The user requested investigation of the cause. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the user tried to start laparoscopic surgery, the scope communication error e226 was displayed on the monitor screen. And then snow noise was displayed on the endoscopic image and the endoscopic image could not be seen. Error code e226 means that the communication between the endoscope and video system center has failed. The user cycled the power of the video system center connected to the device, however the issue could not be resolved. Therefore, the user canceled the procedure and postponed it to the next week. The device was used with an olympus video system center otv-s300. There was no report of patient injury associated with the event.